Manufacturer narrative:
On (B)(4) 2011, a bec filed service engineer (fse) visited the customer to inspect the instrument and assist the customer. The customer stated that their onsite biomedical department found a blockage, due to tube cap rubber shards, in the electrolyte injection cup (eic) port and cleared it. Per fse, calibration and qc were good for 2 days running. Fse verified the repairs per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report the ion selective electrode flow cell was clogged and not draining on the unicel dxc 600p synchron chemistry analyzer. The customer changed electrodes and, after exiting the maintenance menu, noticed that the flow cell was not draining and was leaking. The customer was unable to confirm the identity of the leaked fluid.